Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date is unknown. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used during a procedure performed on an unknown date. During the procedure, the seal biopsy valve ripped when a device was removed, and the biopsy cap leaked. The procedure was completed with another of the same seal biopsy valve. There were no patient complications reported as a result of this event.